Event description:
It was reported that this right ventricular (rv) lead exhibited low r wave sensing. A lead revision was made and attempted to implant a new rv lead but still it was unable to get better r waves. The physician reused the old rv lead during upgrade. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.